Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. There was no pt harm or injury reported. The nellcor puritan bennett customer support engineer (cse) verified the vent inop condition. The cse inspected the device and replaced the ai pcb. The unit passed extended self testing.